Manufacturer narrative:
This follow-up report is being filed to relay the initial report was filed on the incorrect product. This report is number 2 of 3 mdrs filed for this event (reference 1825034-2013-01510, 01510-1 and 01918).

Event description:
It was reported that patient underwent a total hip procedure on (B)(6) 2013. Subsequently, the patient was revised (B)(6) 2013 due to patient fracturing her femur. The stem and head were replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.